Event description:
Patient was experiencing pain and went to a walk-in clinic where they took x-rays. The x-ray showed that the metal piece from the access port broke off and that the tubing was disconnected. Patient had the device explanted. A new port was implanted.